Event description:
It was reported that a small volume folfusor experienced an underinfusion. This occurred during patient infusion of fluorouracil (non-baxter product). The nurse identified that some of the solution remained in the folfusor 24 and 48 hours after the start of infusion. The reporter stated that they decided to continue the infusion for 24 more hours. The patient received their total infusion after the additional 24 hours. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred sometime (B)(6) 2014. The lot was manufactured from december 2, 2013 to december 3, 2013. The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.